Event description:
It was reported to philips that the system did not boot past the philips logo screen. The system was in clinical use at the time of the reported event. There was no allegation of injury to the patient or user. An investigation into this complaint has been initiated by philips.